Event description:
It was reported that during preparation, when removing the protective sheath from a 2.25 x 18 mm xience pro stent delivery system, there was heavy resistance; therefore, the device was not used. Another unknown stent delivery system was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty removing the protective sheath was unable to be replicated in a testing environment as the protective sheath was not returned and the stent was noted to be dislodged. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for difficulty removing the protective sheath from this lot. Based on the reviewed information, no product deficiency was identified. The xience pro is currently not commercially available in the us. The product the PMA # listed are based on the predicate device (xience v) and is therefore similar to a device sold in the u.s.